Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample tesing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was received from the FDA medwatch medicinal products reporting progam that a physician from another country reported a soft contact lens wearer presented with a whitish recent, on day of evolution - lesion in his right cornea while using renu with moistureloc multi-purpose solution. This occurred after an episode of acute bacterial conjunctivitis and was well managed with antibiotic corticosteroid (ciprofloxacin hcl and dexamethasome 0.1% by alcon - eye drops three times daily and ointment at bedtime over a seven day period). The pt felt no pain and denied any kind of eye trauma even with organic or "vegetal" material. He was evaluated and it was assumed to be a case of fungal keratitis but acanthamoeba and herpes keratitis were also considered. The pt was oriented about this case and was put under strict and close supervision on a daily basis and was prescribed natamycin 5% acyclovir, bigunaide 0.02%, moxifloxacin hcl, atropine 1% and oral ketoconazole. The event did not abate after use stopped. Reference FDA report number: mw1038814.